Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2020 and presented on (B)(6) 2020 with loose epithelial in patient's both eyes (ou) with blurry vision and distorted vision. The patient¿s chief complaint was of blurred vision, photophobia, strain and halos/glares/shadows. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are interfering with daily activities. Bcva from (B)(6) 2020, right eye pre-op was 20/20 -3.50 x -1.25 x 159 and left eye pre-op was 20/20 -2.75 x -1.00 x 5.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.